Event description:
The company was notified that the patient's device was explanted due to an infection (etiology unknown). The infection had been unsuccessfully treated with antibiotics (type unknown).